Manufacturer narrative:
Device evaluation: one device was returned and visual inspection revealed smiths tamper seal and housing intact. Upon inspection, the customer's reported issue could not be duplicated. Investigation found no issues with the device delivering. The pump was tested and was found to be functioning properly and delivering within specification.

Event description:
It was reported that cadd solis vip ambulatory infusion pump, alarmed flow issue. No further information at this time.